Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible error code. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the faulty main board and speaker. The primary audible alarm power on self-test (post) alarm was found in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main board and speaker, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair. H7 and h9 updated.